Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported difficulty inserting a sensor today. The sensor was removed, and the customer noticed that the sensor needle was broken at the tip, and a piece of the needle almost broke off underneath her skin. The customer was able to insert a different sensor with no issue. Advised that the sensor would be replaced.